Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the button of the insulin pump was not working as designed. The customer had high blood glucose level. Customer¿s blood glucose level was more than 600 mg/dl. Customer was treated with syringe for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test and displacement test. Power connector plug in and locked in place properly. (B)(4).